Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm the reported complaint of not cauterizing properly. The vessel sealer extend instrument was placed on an in-house system and the instrument passed the recognition and engagement tests. The vessel sealer extend instrument moved intuitively with full range of motion in all direction. The grips opened and closed properly. A visual inspection noted all ceramic dots were visible on the grip and it was noted the instrument passed the energy delivery and cut tests. The gap verification passed at 0.003¿. A review of the logs found no issues or errors. The root cause of the instrument sticking and not cauterizing properly is unknown. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged the vessel sealer extend instrument was sticking and not cauterizing properly. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the vessel sealer extend instrument was sticking on the eighth fire and was not cauterizing properly. There were no error messages reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that the staff informed the robotics coordinator that the vessel sealer extend instrument was sticking and would not cut. The reporter was not present during the procedure, but noted that there could have been a sealing issue since the instrument was not cutting and no thermal effect was observed on the tissue. It was indicated that no medical intervention was required. A backup instrument was used and the procedure was completed with no reported adverse effect, outcome, or injury to the patient.